Event description:
Event description guidant received information from the patient that the doctor indicated this pacemaker needs to be immediately replaced. 'The doctor indicated the device would last 7 years but it only lasted 2 years'. The right ventricular lead has high thresholds which may be due to dislodgement some time ago. The device is programmed to high outputs in the ventricles to compensate but there is still intermittent capture. The patient indicated we 'had 3 different reps in to check this thing'. The patient wanted a guarantee that the next device would last more than 2 years.